Manufacturer narrative:
The device was not returned to olympus for evaluation. Since the item was not returned to olympus, the complaint could not be confirmed. The device was sent to a third party for repair. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit sounded an alarm after startup. The issue was found during preparation for use for a therapeutic procedure (electronic laparoscopy). The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned. Olympus will continue to monitor field performance for this device.